Manufacturer narrative:
According to the customer on (B)(6) 2024, she was walking with her rollator on asphalt and then the rollator suddenly stopped potentially due to a pebble or a crack in the asphalt. This caused her to fall forward very hard onto the rollator and she had to call 911 for assistance. She said that she was admitted due to have 2 fractured ribs, a cervical sprain, lumbar sprain, thoracic sprain and a dislocated disk. The had to have morphine in the hospital while she was admitted. She currently can't use her left arm and "can't get around". She is scheduled for rehab since her "left hand isn't working". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024, she was walking with her rollator on asphalt and then the rollator suddenly stopped potentially due to a pebble or a crack in the asphalt. This caused her to fall forward very hard onto the rollator and she had to call 911 for assistance.